Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. As the batch number is unk, a review of the mfg records could not performed. The most probable root cause for this complaint is no malfunction as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the directions for use.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and death occurred. A taxus express2 drug eluting stent was implanted. Approx three yrs later, the pt presented with an acute mi and was diagnosed with very late sent thrombosis and subsequently died. No further info was provided. Additional info has been requested.